Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. The device was also received in with a rattling sound due to the vibrator motor adhesive not adhering to the case. Cracks to the reservoir tube and a scratched lcd window noted during visual inspection.

Event description:
The customer reported getting an error alarm while priming happened twice. The blood glucose reading at time of call was 71mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.